Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the needle was difficult to disengage. There was no report of patient impact. The following information was provided by the initial reporter: detail: nurses report it is very difficult to disengage needle from winged hub.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 02-feb-2023. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used and retracted 20g x 1.00in. Nexiva needle assembly from lot number 2286873. The returned sample exhibited damage in the safety mechanism that was consistent with misalignment during the manufacturing process and likely contributed to the reported complications. Microscopic inspection found that the hole on the tip shield where the needle threads through was damaged which may have caused material to be present in the path of the v-clip. If the v-clip does not fully extend it may prevent the tip shield from releasing from the catheter adapter. Operators perform in process sampling and testing for retraction to mitigate the risk from this type of defect. Preventative maintenance (pm's) are also performed periodically to ensure proper functioning of the equipment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the needle was difficult to disengage there was no report of patient impact. The following information was provided by the initial reporter: detail: nurses report it is very difficult to disengage needle from winged hub.